Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a manual time change was observed in the pump's history on the date of the event. A time keeping accuracy test was performed, and the pump was found to be keeping time accurately. The complaint could not be duplicated during testing.